Event description:
It was reported to philips that the system was stuck in a boot loop and had to be booted manually. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system was stuck in a boot loop. Upon troubleshooting, the fse found that the software had crashed on the suite pc. To resolve the issue, the fse saved a backup of all system configurations, reloaded the software on the suite pc, and installed the backup onto the system. After that, the system was returned to use in good, working order. The codes were updated based on the investigation outcome.